Manufacturer narrative:
Belt sn (B)(4) was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient developed a skin irritation under the front therapy electrodes (te). The patient reportedly was not changing his garments properly. The patient was prescribed nizoral. Follow up indicated that the rash was improving but was still there.